Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. The cause of low bg was unknown. The customer lost consciousness and received third party assistance from their spouse, who provided grain sugar to address bg. The customer also reported that they bit the inside of their mouth and tongue because of the low bg level. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.